Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient(pt) reported they noticed they stopped feeling any sensation probably right after christmas or new years and in february they felt a slight jolt and again the day before their healthcare provider(hcp)'s appointment in march. Pt said, they normally felt that feeling only when they got into bed but they told their hcp about it when they went last week for their yearly appointment so the hcp changed their program and put them on the same amplitude they were on with the other program and it was fine wednesday they were told to give it a couple of days in case there was any thing that came up. Patient reported they noticed when they got home: pains where they shouldn't have, almost like a stabbing pain in their vagina that comes and goes and last night it kept them up most of the night and it was painful. Reviewed stim sensation information device therapy optimization information, and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and device information. Redirected to their hcp. During the call patient was successful to synch with their implant and decrease stim to a comfortable setting. Patient will maintain stimulation level and will continue to track symptoms.